Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 8/16/2017. Device returned to manufacturer? Yes. Device evaluation: the complaint unit was received in its original folding carton. The plunger was not in its advanced position; it was observed broken. The cartridge was correctly engaged into the lower body of the pcb00 device. No assembly errors and/or defects related to the manufacturing process were observed. Visual inspection was performed at 10x microscope magnification. Lack of lubricant material was observed in the device. The lens was not returned. The reported foreign object was inside the device and it was sent for fourier-transform infrared spectroscopy (ftir) analysis. Ftir analysis indicates that the foreign debris is consistent with polypropylene. The manufacturing controls should be capable of identifying the presence of this type of particulate or substance during the inspection controls defined as part of the manufacturing process. Based on the evaluation, it is not possible to confirm if the particle observed is related to manufacturing, as the reported lens was handled and prepared for surgical use. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a foreign object noted on the intraocular lens (iol) when it was opened. There was no patient contact. The procedure was completed successfully using backup lens with same model and diopter size no additional information was provided to abbott medical optics.